Manufacturer narrative:
Pc-000717082date sent: 7/29/2020d4 batch #: u93j02investigation summary the device was returned with the bottom portion of the I blade out of the lower jaw channel; the lower jaw channel was damaged.the device was connected to the generator and it was recognized. Because of the condition of the device not all functional testing could be performed with the generator. The jaw was unable to cycle open and close.the manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement.this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that, during a robot assisted prostatectomy, the jaw became not to close during use. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.